Event description:
The customer reported the images have vertical bars running through them during subtraction runs. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge and hard drive. System operates as intended. This MDR is related to ge healthcare complaint.